Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 600 mg/dl at the time of admission. Customer reported being in a vehicular accident caused by a drunk driver. The customer reported experiencing diabetic ketoacidosis from the incident. The customer was treated with an insulin drip. The customer also reported being off insulin pump therapy for two days before being hospitalized. It was also found the customer's insulin pump was crushed during vehicular accident. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.